Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia repair with mesh for incarcerated ventral incisional hernia, large. He had revision surgery 9 months post-surgery. He also had surgery on (B)(6) 2012 and (B)(6) 2014. The patient experienced pain, adhesions, re-herniation, scarring, infection, mesh migration, and lack of incorporation.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, g1, h4, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, recurrence, scarring, infection, mesh migration, foreign body giant cell reaction, fibrous tissue, mesh failure, constipation, swelling, lack of incorporation, seroma, abdominal pain, difficulty moving bowels. Post-operative patient treatment included revision surgery, hernia repair with mesh, removal of mesh, drain placement, hospitalization, and IV antibiotics.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, recurrence, scarring, infection, mesh migration, foreign body giant cell reaction, fibrous tissue, mesh failure, constipation, swelling, and lack of incorporation. Post-operative patient treatment included revision surgery and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.